Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 1 event was reported for this quarter.  Product return status - 1 device was received for evaluation. Evaluation status - 1 event was confirmed during testing. 1 device was found to be affected by disassembly of a pin component. Additional information - this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device fractured. 1 event had patient involvement; no patient impact.